Manufacturer narrative:
Investigation conclusion: customer stated the triage results had no impact on patient treatment. The customer's complaint was not replicated during in-house testing with retains of device lot w64973n. No issues with recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269.

Event description:
Customer reported a false negative tni obtained on the triage sob product. Patient complained about breast pain starting on saturday. On monday, (B)(6) 2019, the patient went to see his physician, and was tested using the triage sob panel at 9:47am. Results were: tni = 0.23, ckmb=7.1, myo=128, bnp=372, d-dimer=222. Customer stated the ckmb, myo and bnp results were abnormal. At 9:50 an ECG was performed in the physicians office. Customer stated ECG showed changes so the patient was sent to the hospital. At 12:25pm a high sensitivity trop. In hospital lab was tested, result = 1137pg/ml. "Riva stenosis confirmed in hospital lad: left anterior descending. Patient underwent coronary angiography and stent implantation. Patient diagnosed in hospital with myocardial infarction. Facility ref. Ranges: triage tni: 0.40ng/ml lab: 34.3 pg/ml.